Event description:
It was reported that the patient never had therapeutic effect, also stated as less than 50% therapeutic effect. The patient sought out only one attempt to reprogram the device, approximately one year prior to the report. The patient stated that he had worsening of muscular pain when he turned off the stimulator. The stimulator was now completely discharged as it hadn¿t been used in approximately 4 months. The device was explanted and not replaced. The patient was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2011, product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3550-39, lot# unknown serial# implanted: explanted: product type: accessory product ID: 3550-39 lot# unknown, product type: accessory. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4). Analysis of the stim lead serial # (B)(4) found the body conductor was broken. Analysis of the stim lead serial # (B)(4) found no significant anomaly in that the lead body outer insulation was cut. Analysis of the implantable neurostimulator serial # (B)(4) found no significant anomaly in that the battery had reduced capacity due to overdischarge. Product analysis summary: the ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 25. The last recorded recharge session done while the device was implanted was on (B)(6) 2012. The device was recharged for 1 hour and 12 minutes. The battery charged from 3.545v to 3.815v. The parameter trend diagnostic section shows patient usage after this recharge session. The battery discharged to the lock mode on (B)(6) 2013.